Manufacturer narrative:
Manufacturer¿s analysis found that the display wires of the external pulse generator (epg) were pinched with the wire insulation exposed. Analysis also found that the lower case was broken, hanger assembly was broken, the main printed circuit board (pcb) was out-of-specification in an electrical manner, the keypad was scratched, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned due to a field corrective action (fca) subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.